Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a fog-free e104 error, and the image disappeared after 15 minutes. The event occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had a fog-free e104 error, and the image disappeared after 15 minutes. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "fog free e104" was not confirmed and reported failure "image disappears" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.